Event description:
It was reported that during an unk procedure, the legs of the vena cava filter were crossed when it was deployed. The greenfield vena cava filter was being placed in the inferior vena cava. No anatomy details were provided. Upon deployment, the legs of the filter were crossed. The physician tried straightening the legs with an imaging catheter and by "shaking" on device without success. A second filter was inserted and partial deployment of the second filter up to approximately 75% straightened out the filter legs. The second filter was removed without incident. No pt complications were reported. Pt status was reported as 'fine'.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the filter remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.